Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "alarm code 41171". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. Event log history was performed and showed that "standard battery at 100%, standard battery at 25%, system fault 41,171 occurred, power down" were recorded in history. During analysis, the customer's concern regarding "alarm code 41171" was verified but not confirmed, the reported alarm could not be repeated. Service will replace the printed circuit board (pcb) as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.